Manufacturer narrative:
Initial reporter address (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp IV fat emulsion administration set leaked between drip chamber and tubing. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed and a leak was observed between the assembly of the tubing into drip chamber. A lack of solvent was observed during examination of the tubing into the drip chamber. Priming was performed at the set with sterile water and a leak was observed between the assembly of the tubing into drip chamber.the reported condition was verified. The cause of the condition was due to improper manual assembly of the joint of the tubing and the drip chamber during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.